Event description:
It was reported that during a transcatheter procedure involving the medtronic transcatheter aortic valve evfxplus-34, infolding of the valve frame was noted upon deployment. The infolding did not allow for proper expansion, resulting in the valve being recaptured three times. The procedure was delayed by 10 minutes. The valve was withdrawn from the patient and never implanted. A new valve was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was first observed after the first recapture, and the valve was recaptured because the implant depth was too deep. Additionally, patient anatomy was not a contributing factor as it was thought that the infold was due to recapture.